Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the motion batteries were low causing the system to not take x-rays. The motion batteries were replaced and the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was intermittent with taking images. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was intermittent with taking images. No patient was present at the time of the event.